Event description:
It was reported that pt underwent total left hip replacement in 2007. At about 20 months post-op, pt's surgeon recommended a revision procedure due to pain and loosening of the cup, which had been confirmed through x-rays and a bone scan.

Manufacturer narrative:
Info was forwarded from the owner establishment, which markets the devices in the u.s.